Manufacturer narrative:
Product analysis: microscopic examination of the internal hex of the set screws identified witness marks and deformation consistent with secondary tightening after the break-off portion of the set screw was broken off. This is consistent with over-tightening of the set screws. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified surgery due to stenosis at l4/5. Intra-op, the surgeon tightened the set screw and the set screw broke off as intended. However the cone tip of the remaining set screw sheared off. Crosslink was removed and replaced with another medtronic crosslink. No fragment of the implant or instrument remained in the patient. No patient symptoms or complications as a result of this event.